Event description:
The customer reported that the patient connector of the transfer set would not properly to the titanium adapter when the customer was changing the transfer set. There was patient involvement but no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was unavailable and the lot number was unknown, therefore no evaluation or batch review could be performed.